Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. H6 - updated evaluation conclusion codes to adverse event related to patient condition. Device evaluated by MFR.: the reported device was returned to our post market quality assurance laboratory. A visual and tactile examination found no issues or damage to the delivery system. The device was returned with the stent in the correct position on the device. No issues were noted with the stent. This concludes the product analysis.

Event description:
It was reported that the device caused a scratch to the blood vessel. The patient presented with a dissection in the common carotid artery and underwent stenting. An 8.0-21 carotid wallstent was selected for use. During the procedure, two stents were released in the distal end. However, the last stent could not enter the middle segment of the distal stent for distal positioning, and after repeated attempts, it scratched the blood vessel. The device was withdrawn, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the target lesion was over 80% stenosed, mildly tortuous, and non-calcified. Furthermore, the vessel was slightly scratched, and a new mild dissection appears near the original dissection. The physician took into account that a new dissection appeared on the basis of the original dissection, and was worried about further aggravating the dissection situation, so it was not treated. The stent was released according to the instructions and the stent was normally implanted at the stenosis of the distal internal carotid artery. However, it was not successfully implanted at the dissection of the proximal common carotid artery. Slight tortuosity existed in the planned stent overlap, which may also be due to the existence of tortuosity, which could not successfully locate the distal end of the stent system and cause vascular damage. There were no additional stents used.

Event description:
It was reported that the device caused a scratched to the blood vessel. The patient presented with a dissection in the common carotid artery and underwent stenting. An 8.0-21 carotid wallstent was selected for use. During the procedure, two stents were released in the distal end. However, the last stent could not enter the middle segment of the distal stent for distal positioning, and after repeated attempts, it scratched the blood vessel. The device was withdrawn, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. A visual and tactile examination found no issues or damage to the delivery system. The device was returned with the stent in the correct position on the device. No issues were noted with the stent. This concludes the product analysis.

Event description:
It was reported that the device caused a scratch to the blood vessel. The patient presented with a dissection in the common carotid artery and underwent stenting. An 8.0-21 carotid wallstent was selected for use. During the procedure, two stents were released in the distal end. However, the last stent could not enter the middle segment of the distal stent for distal positioning, and after repeated attempts, it scratched the blood vessel. The device was withdrawn, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the target lesion was over 80% stenosed, mildly tortuous, and non-calcified. Furthermore, the vessel was slightly scratched, and a new mild dissection appears near the original dissection. The physician took into account that a new dissection appeared on the basis of the original dissection, and was worried about further aggravating the dissection situation, so it was not treated. The stent was released according to the instructions and the stent was normally implanted at the stenosis of the distal internal carotid artery. However, it was not successfully implanted at the dissection of the proximal common carotid artery. Slight tortuosity existed in the planned stent overlap, which may also be due to the existence of tortuosity, which could not successfully locate the distal end of the stent system and cause vascular damage. There were no additional stents used.

Event description:
It was reported that the device caused a scratch to the blood vessel. The patient presented with a dissection in the common carotid artery and underwent stenting. An 8.0-21 carotid wallstent was selected for use. During the procedure, two stents were released in the distal end. However, the last stent could not enter the middle segment of the distal stent for distal positioning, and after repeated attempts, it scratched the blood vessel. The device was withdrawn, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable. It was further reported that the target lesion was over 80% stenosed, mildly tortuous, and non-calcified. Furthermore, the vessel was slightly scratched, and a new mild dissection appears near the original dissection. The physician took into account that a new dissection appeared on the basis of the original dissection, and was worried about further aggravating the dissection situation, so it was not treated. The stent was released according to the instructions and the stent was normally implanted at the stenosis of the distal internal carotid artery. However, it was not successfully implanted at the dissection of the proximal common carotid artery. Slight tortuosity existed in the planned stent overlap, which may also be due to the existence of tortuosity, which could not successfully locate the distal end of the stent system and cause vascular damage. There were no additional stents used.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H6 - device codes: corrected. Device evaluated by MFR.: the reported device was returned to our post market quality assurance laboratory. A visual and tactile examination found no issues or damage to the delivery system. The device was returned with the stent in the correct position on the device. No issues were noted with the stent. This concludes the product analysis.